Event description:
An endurant abdominal stent graft system was implanted in the pt for the endovascular treatment of an 9.5 cm abdominal aortic aneurysm. Vessel morphology was reported as an aortic neck diameter of 22-25 mm; a 20 degree post to anterior aortic neck angle; 10-12 mm right iliac diameter with mild to moderate calcification; a 9 mm diameter in both femoral arteries. The pt had a prior left common iliac stent in place, which had been implanted 12 years ago for stenosis. It was reported that due to a radiographic (angiogram) misinterpretation of the location of right renal, the right renal artery was covered upon deployment. The physician subsequently placed a bare metal stent into right renal artery. Good blood flow was established and the aneurysm was excluded with no leaks. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (improper component placement, occlusion). Results/conclusions: misinterpretation of the right renal artery).